Event description:
An endeavor drug-eluting coronary stent was implanted into a pt for the treatment of an unk lesion. Initial implant and lesion morphology info was not reported. Approx 52 months post initial stent implant the pt presented emergently with a left sided headache. A CT showed no evidence of an acute intracranial abnormality. The pt was discharged to rehabilitation with diagnose of cardiovascular accident with left sided weakness. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B)(4): evaluation results: (stroke).